Event description:
It was reported that the pump touchscreen was unresponsive. There was no impact to the customer¿s blood glucose due to the reported issue. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.